Event description:
On oct 4 the patient came into clinic for a leg lengthening episode. The device is a distal femur and driver setting a was used to extend the device, however, the motor wouldn't rotate once it got up to speed. The motor would spin in reverse, driver setting b, without issue, but no forward progress could be made. The decision was made to ship in another magnet to rule out a magnet malfunction, but the motor in the patient's leg suffered the same malfunction during the follow-up appointment on oct. 11. Thankfully the patient only has about 1cm of limb length discrepancy remaining and they have opted not to revise the device at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.